Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional ecgs) was confirmed. Upon investigation, the electrode belt failed an ECG fall off test. The cable connecting ECG c and d was pulled from the strain relief, damaging cable connector j704 on the distribution node pca. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that an electrode belt had non-functional ecgs.